Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Reportedly, the screen would not illuminate when the customer was attempting to deliver a bolus. During troubleshooting with tandem technical support the screen turned on. In addition, it was reported that the pump battery depleted faster than expected. Customer's blood glucose level was not impacted. Customer indicated that they will continue to use the pump for continued insulin therapy.